Event description:
(B)(6).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic lobectomy procedure, the device was fired at the pulmonary artery. After the first firing, the bleeding occurred from the cut end. Tachocomb was used for a striction. Another device was used to complete the procedure. There were no adverse consequences for the patient. The doctor commented that the deployed staples seemed to be formed visually but it might not have been formed proper b shape.

Manufacturer narrative:
(B)(4).

Event description:
The user facility reported that an employee received a chemical burn after loading a cup of steris 20 sterilant (s20) into a system 1 processor. After inserting an s20 cup into the processor the employee thought she had not inserted the aspirator properly and pulled the probe out. However, the cup had been inserted properly and when the employee pulled the aspirator probe out, the s20 cup lifted out along with the aspirator probe. As a result, s20 sterilant spilled onto the employee's shirt and onto her abdomen causing a burn. The employee was not wearing personal protective equipment (ppe) at the time of the event. Several employees in the immediate area reported that their eyes burned due to the s20 odors; however these employees did not seek treatment. The s20 cup was disposed of and the affected area was ventilated to dissipate the odors. The employee receiving s20 sterilant on her abdomen flushed the affected area with water and went to the employee health department. The employee did not miss any time from work and the facility reported she has no sustaining injuries. The user facility was contacted for treatment information; however, the facility would not provide any additional information.

Manufacturer narrative:
(B)(4). The analysis results found that the atw35 device was received in good visual condition and with a white reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.